Manufacturer narrative:
Submit date: 2/10/17.

Event description:
The customer reports that the units display is blank.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that visual inspection revealed that the lcd had makings on it. Multiple attempts were made to power on the unit on battery and a/c power, but the unit did not turn on. The unit was disassemble and investigated. The pcb had evidence of corrosion and ingress on it. The resistance of the fuse, f1 was found to be of the order of several kilo ohms which indicated that it had gone bad. It is supposed to be around 1 ohm ideally. The fuse was replaced and the unit was re-assembled. The unit was switched on and the unit powered up. The root cause for the bad fuse was the ingress. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.